Manufacturer narrative:
The available information suggests this lead is not available to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this left ventricular (lv) lead was attempted at implant. The lead position appeared to be good, however loss of capture with pacing inhibition was observed. A different model lead was successfully implanted. No adverse patient effects were reported.